Event description:
A report was received that a newly implanted patient was experiencing irritation, redness and drainage at the ipg site. The patient was prescribed a different antibiotic for the symptoms. The physician examined the patient and confirmed that there was no infection and the irritation was no longer noted.